Event description:
It was reported that the pt had a total hip revision due to infection.

Manufacturer narrative:
Other devices listed in this report were 44-0 degree trident liner, 44mm cobalt chrome head and osteonics secure fit plus stem. The catalog numbers and lot codes of these devices are all unk at this time. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.